Manufacturer narrative:
Concomitant medical devices: product ID: 37742, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), product type: extension. Product ID: 3708140, serial# (B)(4), product type: extension. Product ID: 39565-30, serial# (B)(4), product type: lead. (B)(4).

Event description:
The consumer reported that there was a loss of therapy and the patient currently did not have a doctor to manage her implant. There was also stimulation in an undesired location. The patient had back surgery, which was not related to the spinal cord stimulator (scs), on (B)(6). She was getting stimulation to relieve pain for her knee and foot, but after surgery she had stimulation down her leg but no pain relief. The patient had had 15 surgeries on her leg. Her surgeon had called a manufacturing representative (rep) and a rep was there after surgery to reprogram the implant after surgery and the patient wanted to be in touch with the rep for further programing. The issue was occurring daily and it was a sudden change. It was noted that the patient had a history of complex regional pain syndrome type I. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.